Manufacturer narrative:
(B)(4). Concomitant medical devices: stent: xact 10-8x40; other: bivalirudin. It was reported that the retrieval catheter got caught on the distal edge of the stent during removal. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified; therefore, no corrective action is required.

Event description:
It was reported that during the procedure in the heavily calcified left internal carotid artery, an emboshield nav6 embolic protection device was advanced into the patient anatomy and the filter deployed. An xact stent system was then advanced and the stent deployed. The stent was fully expanded and well apposed to the vessel wall. The stent system was removed from the anatomy. The emboshield filter was then retrieved; however, the retrieval catheter got caught on the distal edge of the stent during removal. A versacore guide wire was advanced across the stent to keep the retrieval catheter off the stent struts and the retrieval catheter was able to be removed easily. The versacore guide wire was removed. There were no adverse patient effects and no reported clinically significant delay. No additional information has been received.